Event description:
It was reported that a physician was attempting to use an assurant cobalt balloon expandable peripheral stent to treat a lesion in a patient. It was reported that the stent dislodged from the balloon and it travelled to the femoral artery. It was deployed in the femoral artery and it was reported that this was not the intended site for deployment. No patient injury and clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (detachment of a component of the device). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: known inherent risk of procedure (detachment of a component of the device). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).